Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced a hypoglycemic event and the continuous glucose monitor (cgm) did not provide a low alert. The patient stated that while she was driving, she felt her blood glucose dropping and pulled over. She sent her son into a restaurant to get a soda. She stated that she had not received any low alerts from the cgm prior to entering the restaurant. She did not recall entering the restaurant and subsequently loss consciousness. She woke to emergency medical services (ems) providing her glucose gel. She suspended her insulin pump, continued to ingest sodas, juice and food; however, her bg (blood glucose) dropped two additional times. The cgm and bg values at the time of the hypoglycemic events were not provided. After the event, it was reported that she slept with her insulin pump suspended and her bg when she woke were 300 mg/dl to 400 mg/dl. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.